Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired with the cause of expiration noted as intraparenchymal hemorrhage. The patient did not have any pre-existing conditions that could have contributed to their death. An autopsy was not performed.

Manufacturer narrative:
Approximate age of device: 8 months. According to the information provided, the lvad pump will not be returned for evaluation. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available. The manufacturer is closing the file on this event.